Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
An employee from the start right department called in to report that the customer kept getting calibration errors with her sensor. She was also having a problem with bent cannulas, bleeding during insertion, and the sensor not lasting up to six days. No further information was reported.